Event description:
The customer reports "the PICC line fractured/cracked and required pulling the PICC line and replacing it with another."

Manufacturer narrative:
The customer reports a sample is due to be returned for evaluation. An investigation is currently underway upon completion the results will be forwarded.